Event description:
This is a spontaneous case report received from a physician in united states on 23-aug-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Her weight was (B)(6) and height was (B)(6). Her medical history included 2 pregnancies, 2 parities, one c-section. Previous gynecological intervention was denied. Essure was inserted in (B)(6) 2010, six years after her c-section. Abnormal uterine findings prior to insertion were denied. Analgesia and oral valium sedation were used. Insertion was considered difficult (3 devices placed due to uncertainly of ostia occlusion). Physician stated that for unexplained reasons, an additional device was inserted and this was not disclosed to patient; two devices were placed in left tube. Fluid loss was less than 1500cc and procedure took 2 hours. Usg (ultrasound) was done after procedure and read as normal by implanting doctor. However, it was reported that in (B)(6) 2010, on day of insertion, supernumerary device in situ was diagnosed, no perforation identified. Three months after insertion, usg was done to confirm tubal occlusion but result was unknown for tubal occlusion. Essure in left side was in correct position. She experienced nausea, vomiting, urinary frequency, acne, diffuse skin rash, fatigue, insomnia, chronic pelvic pain (sharp llq pain), abdominal pain and dyspareunia. On (B)(6) 2016, breakage of the implant was diagnosed by hsg (hysterosalpingogram) which was performed because patient had complaints. It was reported that breakage occurred in terminal marker, outer coil. Physician stated that he did not known how breakage occurred since he was not the implanting physician. On (B)(6) 2016, essure was removed by hysteroscopy and laparoscopy because of patient request and because it was medically necessary. Broken pieces were retrieved from fallopian tubes. Patient injury was reported by physician (permanent damage to a body structure and medical or surgical intervention needed). The outcome of the breakage was reported as recovering. Outcome was also reported as recovered but not specified to which events. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and breakage of the implant (terminal marker, outer coil) was diagnosed approximately 6 years later. Essure was removed by hysteroscopy and laparoscopy. This event is unlisted in the reference safety information for essure. In the present case, insertion was difficult and 2 devices were placed in left tube. This could have contributed to the occurrence of breakage. Given the nature of the event breakage of the implant (terminal marker, outer coil), a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2017: updated quality safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and breakage of the implant (terminal marker, outer coil) was diagnosed approximately 6 years later. Essure was removed by hysteroscopy and laparoscopy. This event was considered anticipated. In the present case, insertion was difficult and 2 devices were placed in left tube. This could have contributed to the occurrence of breakage. Given the nature of the event breakage of the implant (terminal marker, outer coil), a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Follow up information was received on (B)(6) 2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of the catheter and micro-insert breaking are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and breakage of the implant (terminal marker, outer coil) was diagnosed approximately 6 years later. Essure was removed by hysteroscopy and laparoscopy. This event was considered anticipated upon receipt of the product technical analysis. In the present case, insertion was difficult and 2 devices were placed in left tube. This could have contributed to the occurrence of breakage. Given the nature of the event breakage of the implant (terminal marker, outer coil), a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible.